Event description:
Report that patient was seen in doctor's office for routine follow-up after os cataract extraction; possible eye infection noted.

Manufacturer narrative:
Product referenced, phaco tip, was not available for evaluation. Received voluntary report information from FDA. Questionnaires have not been returned to date.